Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheters eyelets were incorrectly placed. They were closer to one side of the shaft therefore creating a narrow surface area on one side and a wider surface area on the other side.

Manufacturer narrative:
The reported event was unconfirmed. Evaluation of the catheters noted no obvious defects. No lumps or roughness were detected. Eye location was measured using calipers. They were determined to be within the specifications for eye location relative to the shaft length. Differences in eye location relative to the shaft diameter were negligible ( 0.013in skewedness on one sample). Eye location relative to the shaft diameter does not affect function of the device. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheters eyelets were incorrectly placed. They were closer to one side of the shaft therefore creating a narrow surface area on one side and a wider surface area on the other side.